Event description:
As reported by our affiliates in south korea, this was a case of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During valve deployment, the commander delivery system balloon burst at full inflation. Despite the balloon burst, the valve was well implanted. However, while removing the commander delivery system, the burst balloon got stuck inside the esheath. Therefore, the commander delivery system was unable to be retrieved through the esheath, and the commander and esheath had to be removed together as a unit. When the esheath came out, there was some intima from the access site. The angiography showed a decreased vascular flow. A percutaneous transluminal angioplasty (pta) and peripheral stenting were done, and the flow recovered. The patient was recovering post procedure. Pre-decontamination evaluation of the returned device showed the esheath liner was delaminated 8cm from the tip. The c-marker remained attached.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The device was returned for evaluation. The 16f esheath was visually inspected and the following observations were made: the liner is delaminated for approximately 8cm from the tip; c-marker remained attached. The liner is torn at approximately 13 cm from the tip for a length of about 1.5cm. There is hdpe damage and kink are also noted near the liner tear. The sheath distal tip was opened as designed. There are scratches found along the sheath shaft. Liner thickness measurements were found to be in specification. 3mensio was provided and the following observations were made: notable calcifications found in access vessels. Tortuosity present in access vessels. The complaints for sheath liner delamination, sheath liner torn, and sheath damage were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. Per event description "during valve deployment, the commander delivery system balloon burst at full inflation. Despite the balloon burst, the valve was well implanted. However, while removing the commander delivery system, the burst balloon got stuck inside the esheath. Therefore, the commander delivery system was unable to be retrieved through the esheath, and commander and esheath had to be removed together as a unit." Evaluation of the returned device confirms the liner is delaminated and the sheath shaft is damaged. A balloon burst has an altered and larger balloon profile. When withdrawing the burst balloon, it is possible the balloon can catch onto the liner and delaminate it during attempts to withdraw. With further potentially excessive manipulation, the balloon could then lead to damage on the sheath shaft hdpe. As such, available information suggests that procedural factors (withdrawal of burst balloon, excessive manipulation) may have contributed to the sheath liner delamination and sheath damage. An existing technical summary has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two-year period found that patient / procedural factors (e.g. Access vessel tortuosity / calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. Evaluation of the returned device confirms the liner is torn. Scratches were also noted along the sheath shaft which can be indicative of contact with sharp calcified nodules. Review of 3mensio imagery shows calcified and tortuous access vessels. Calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. Vessel angulation can create suboptimal angles during delivery system advancement through the sheath. The delivery system or balloon catheter can potentially catch on to liner of the sheath and liner tears upon removal. A balloon burst or tear could also make it difficult to deflate the balloon and would alter the balloon profile during removal. The force required to withdraw the balloon could then lead to tearing or weakening of the sheath liner. The technical summary demonstrated that there were no deficiencies in the IFU/training manuals and outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with sheath shaft liner tears. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. It should be noted that these mitigations (from manufacturing and the IFU/training manual), as identified in the technical summary, are still in place. As such, these inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient (calcification, tortuosity) and/or procedural (withdrawal of burst balloon) may have contributed to torn sheath liner. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.